Event description:
On (B)(6)/2009, the pt reported that there is a large amount of water in the cartridge chamber of her insulin infusion device. She stated she may have gotten splashed while sitting by the pool yesterday. She was assisted with switching to her backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.